Event description:
The programmer was returned for repair and calibration.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the patient follow up, the display of the programmer "suddenly" went black. After switching the on/off button, the programmer did not have power or start up. Another programmer was used without issue. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board was replaced and the programmer was updated. Product ID 2067 radiofrequency head; product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.